Manufacturer narrative:
Device evaluation: one hotline fluid warmer was received. Physical condition of the device: excellent. Evaluation tests or methods used to duplicate / replicate the reported problems: filled with water, attached temp check, powered on. Reported problem duplicated / replicated: yes. What caused the reported (primary) problem: cracked tank cover. Who caused the reported problem: unknown. The customer reported condition was confirmed. Problem source is unknown.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer was "leaking from the bottom of the front glass". No adverse effects were reported.